Event description:
It was reported by the user thebd ultra-fine¿ nano pen needles pentapoint¿ comfort/easyflow¿ tech, had the inability to deliver the medication. The client stated the product was not operating or functioning and the cannula broke. The event occurred four times. There is no report of harm or injury. The following information was provided by the initial reporter. The customer stated: while the customer was following-up for complaint (B)(4) (material 320489), the customer further reports that has found two more defective needles. Additional information was received 02/15/2022: the defect was the same and in the same batch, it was seen before using a needle, there was no problem. From this lot there were 4 problem needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the user the bd ultra-fine¿ nano pen needles pentapoint¿ comfort/easyflow¿ tech, had the inability to deliver the medication. The client stated the product was not operating or functioning and the cannula broke. The event occurred four times. There is no report of harm or injury. The following information was provided by the initial reporter. The customer stated: while the customer was following-up for complaint (B)(4) (material 320489), the customer further reports that has found two more defective needles. Additional information was received 02/15/2022: the defect was the same and in the same batch, it was seen before using a needle, there was no problem. From this lot there were 4 problem needles.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported by the user thebd ultra-fine¿ nano pen needles pentapoint¿ comfort/easyflow¿ tech, had the inability to deliver the medication. The client stated the product was not operating or functioning and the cannula broke. The event occurred four times. There is no report of harm or injury. The following information was provided by the initial reporter. The customer stated: while the customer was following-up for complaint (B)(4) (material 320489), the customer further reports that has found two more defective needles. Additional information was received 02/15/2022: the defect was the same and in the same batch, it was seen before using a needle, there was no problem. From this lot there were 4 problem needles.